Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 300 mg/dl to 500 mg/dl. Reportedly, the customer would administer a bolus and changed the site out to address bg level.